Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2023 and (B)(6) 2023, the infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was about 400 mg/dl for both the events. Moreover, the infusion set had been used for about 2-3 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.